Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of all four proglide devices were successfully pre placed; two at each access site. The sheath was upsized to 12f in the rcfa and 16f in the lcfa. The evar procedure was completed. Reportedly post procedure, the sutures of all four devices snapped during management. Hemostasis was achieved with a surgical cutdown at both access sites. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.